Manufacturer narrative:
Unit received with partial display due to open zebra connector. Unable to perform displacement test due to display anomaly. Unit received with broken belt clip slot, cracked case at display window corners, cracked case at reservoir tube window corners and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Caller stated that the lower portion of the screen could not be read at all. Blood glucose level at the time of the incident was 100 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.